Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels. However, the exact values were not provided. The customer was not available to troubleshoot at the time of the call. Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided.